Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6: results code: appropriate term/code not available (4247) ¿ customer dissatisfaction. Investigation/evaluation: a review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, as well as a functional test and visual inspection of the returned device(s) was conducted during the investigation. Two triple lumen catheter manifolds with stiffeners in the lumen of the red hubs was returned for investigation. Both devices contained two needleless connectors. Device 1: a syringe containing saline is attached to the hub of the stiffening cannula. No surface damage or discoloration is noted; however, discoloration is present within the white extension tubing. The stiffening cannula was removed and observed to contain a brownish discoloration. Each hub was flushed, and no resistance was noted upon flushing. All hubs flushed clear liquid. No resistance was noted when flushing either needleless connector. Device 2: no surface damage or discoloration was noted on the device; however brownish discoloration is present within the white extension tubing. The stiffening cannula was removed, and brownish discoloration was observed. There was no damage to the white, red or blue hubs. Each hub was flushed, and no resistance was noted with the red or white hubs. Both red and white hubs flushed clear liquid. There was resistance when flushing the blue hub initially, but flushing was successful with the second attempt. Only clear saline exited the hub. No resistance was felt when flushing either needleless connector. Though a discolored saline solution could not be flushed out of the device, a visual inspection of the stiffening cannula and the white extension tubing before the saline flush confirmed the discoloration. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient activities are in place to identify this failure mode prior to device distribution. A review of the device history record found zero nonconformances in lot 8946524. Complete catheter lot ic8645235 revealed two nonconformances, in which both were determined to be unrelated to this incident. It should be noted that there were no other complaints reported for lot 8946524. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested catheter maintenance: "...the antimicrobial agents minocycline and rifampin contain yell/orange pigments. Some coloration of the spectrum or spectrum glide catheters is normal." Instructions for use: "... Prepare the catheter for insertion by flushing each of the lumens..." Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Most likely the device was flushing out excessive abrm coating. The IFU states that, ¿some coloration of the cook spectrum catheters is normal.¿ per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that when flushing four separate catheters from cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter trays, discolored fluid was discovered. The catheters were flushed with normal saline prior to insertion, and the user observed brown fluid upon flushing. The catheters did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event detail has been requested, but is not available at this time.